Event description:
It was reported that the ventilator's o2 hose was leaking gas. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue with leaking oxygen hose has been confirmed during evaluation of the received problem description and service report. Device log files were not provided. Our field service engineer (fse) was on site and resolved the issue by tightening connections. Afterwards the device was working properly and it was cleared for clinical use. The purpose of the oxygen hose is to supply oxygen to the ventilator. The gas supply pressure is checked during pre-use check. If the oxygen gas supply is reduced during ventilation, insufficient ventilation may follow. Alarms will be raised if set alarm limits are violated. The root cause of the reported leakage was determined to be untightened connections.